Manufacturer narrative:
This complaint is related to MFR 3002808148-2024-36244. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, multiple olympus devices malfunctioned multiple times. There are a total of 4 MDR reports for this event. Event 1 of 4 (patient identifier (B)(6): it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6) and the otv-s400 (serial (B)(6). This is for the camera head (ch-s400-xz-eb). Event 2 of 4 (B)(6): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown camera head used with the unknown otv-s400. Event 3 of 4 (B)(6): it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6) and the otv-s400 (serial (B)(6). This is for the camera control unit (otv-s400). Event 4 of 4 (B)(6): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown otv-s400 used with the unknown camera head. This report is for event 2 of 4 (B)(4).

Event description:
It was reported, multiple olympus devices malfunctioned multiple times. There are a total of 4 MDR reports for this event. Event 1 of 4 (patient identifier (B)(6)): it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number 7024371) and the otv-s400 (serial (B)(6)). This is for the camera head (ch-s400-xz-eb). Event 2 of 4 (B)(6): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown camera head used with the unknown otv-s400. Event 3 of 4 (etq c24416304 : it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6)) and the otv-s400 (serial (B)(6)). This is for the camera control unit (otv-s400). Event 4 of 4 (etq c24435133): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown otv-s400 used with the unknown camera head. This report is for event 2 of 4 (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since no image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Olympus will continue to monitor field performance for this device.